Event description:
It was reported the pump battery would not charge. There was no reported impact to the customer's blood glucose level. Troubleshooting indicated charging issue was due to the tandem-provided power adapter.